Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup, unk liner, unk stem. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07018, 0001822565-2018-07019 and 0001822565-2018-07024. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient intends to seek compensation for complications of unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information it was determined that this item was reported in error. Additional information received indicates that this complaint is related to a knee surgery and only the tibial tray was revised.

Event description:
Upon receipt of additional information it was determined that this item was reported in error. Additional information received indicates that this complaint is related to a knee surgery and only the tibial tray was revised.